Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the pigtail of multiple cartridges. Customer's blood glucose was 144-162 mg/dl. Tandem technical support reviewed the loading process with the customer.